Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, defib cycling, and environmental chamber testing without duplicating the report. Review of the device log found no evidence of the report. The dock connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.